Manufacturer narrative:
Additional evaluation method: (B)(4) manufacturing review, (B)(4) sterilization process review, and (B)(4) user survey investigation: per the customer, during the initial phase of installation of the disposable set,they received multiple alarms. The operator shut down the spectra optia machine and restarted the installation. The installation was completed with no issues. The run data files (rdf) were analyzed for this event. The machine was checked out at the customer site by a terumo bct technician. A saline run was performed with no issues found. Pressure and reservoir sensors were checked with no issues found. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the disposable set was unavailable for return and analysis. The service call indicates that the machine is operating as intended. There are two d-log files associated with this complaint because the operator powered off the device after receiving multiple alarms during initial loading of the disposable set. A review of the d-log for the initial loading attempt confirmed that the operator received the ¿return saline line failed integrity test¿ alarm three times. This alarm typically occurs either if the proper clamps on the return line are not clamped, or if the clamps are not fully closed. Adjustment of the clamps is likely what allowed the operator to successfully load the set the second time. A review of the second d-log file showed that the plasma line in the centrifuge or the remove line to the remove bag might have been obstructed. During this procedure, the operator received several alarms prior to the run-ending alarm of ¿patient¿s fluid balance may be 15%higher than reported¿. Approximately 14 minutes into the procedure, the system triggered the¿high-level reservoir sensor detected excess fluid¿. This alarm was immediately followed by the¿patient¿s fluid balance may be (B)(6) higher than reported¿ alarm. The operator continued to receive two more excess- fluid reservoir alarms and the ¿patient¿s fluid balance may be (B)(6) higher than reported¿. The operator then attempted to adjust the entered hematocrit and subsequently stop the centrifuge. Once the centrifuge was restarted, another excess-fluid reservoir alarm was activated and finally the (B)(6) fluid balance discrepancy alarm. There are multiple reasons for why the system may generate a reservoir alarm; however, when evaluated in combination with the report that no plasma was removed, these alarms were likely indicative of an occlusion or obstruction in either the plasma line in the centrifuge or there move line to the remove bag. Root cause for the occlusion is inconclusive but occlusions in the plasma line or remove line may be due to an air block, improper loading of the hex,clamped lines, or a defective disposable set. If there is an obstruction in either of these locations, the plasma that is supposed to exit through the plasma line will actually exit the connector via the passive, rbc line. This in turn causes excess fluid to enter the reservoir. If more fluid is entering the reservoir than expected,the system will warn the operator through the high-level and low-level reservoir sensors detected excess fluid alarms. The system will return fluid to the patient at the rate in which the reservoir being fill but it is also continually monitoring the patient¿s fluid balance and will alarm if the a of fluid being returned is higher than expected. For a tpe procedure, the system will alarm when the patient¿s fluid balance may be off by (B)(6) with the (B)(6) alarm ending the procedure.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that at the beginning of a therapeutic plasma exchange (tpe)procedure, they received a ''patient's fluid balance may be (B)(6) higher than reported' alarm. During the procedure, they noticed the reservoir was continuously filled and no patient plasma was extracted. The operator could not adjust the interface from the spectra optia display screen. The operator ended the procedure without rinseback. The patient completed the procedure on a new disposable set with a fluid balance of 85%. The patient responded well to the treatment and no medical intervention was necessary for this event. The disposable set is not available for return because it was discarded by the customer.